Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [serial (B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg) using the delivery system mc2avr1 micra av2, the patient decompensated immediately following the implant. The patient experienced a pericardial effusion and required pericardiocentesis. There was an effusion noted during the implant procedure and resuscitative measures were required. The patient ultimately died immediately following the implant. Venous access was obtained via the femoral vein, and there were no complications with venous access. The device was successfully deployed. Diagnostic tools such as contrast and echocardiogram were used.